Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 1200 mg/dl. It was reported that the doctor disconnected her from the device and put her on a back up plan of injections. The customer refused to troubleshoot the insulin pump at time of call. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.